Event description:
Customer reported alarms with mulitpule issues. Sn: (B)(6) bed alarm only flashes and will not work on chair. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
Product was returned and evaluated. Visual findings observed the battery compartment door missing and the j3 dc jack pin missing from the unit. Evaluation did not confirm the issue of the unit not sounding, instead the unit passed all functional testing when tested with batteries and power supply. The unit was unable to be tested with the ac adapter due to the missing j3 dc jack pin. The most likely root cause of the missing pin is excessive force or impact. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file: (B)(4).